Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082825) on 23-may-2013. The most recent information was received on 24-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of inserts disappeared (device dislocation)/migration') and pregnancy with contraceptive device ('pregnancy with contraceptive device/pregnancy') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hypertension and parity 2. Concomitant products included hydrochlorothiazide (hctz) and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion hospitalization). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and hypertension ("high risk pregnancy due to hypertension"). Essure treatment was not changed. At the time of the report, the device dislocation and hypertension outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for hypertension with essure. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: information transferred from duplicate case: (B)(4): essure insertion date: (B)(6) 2011. Serious injury criterion hospitalization and other serious (important medical event) and event date (B)(6) 2013 were reported, but not specified and/or assigned to one of the events. Had high risk pregnancy and to be induced 2 weeks early because of hypertension. On an unspecified date: after numerous tests and being poked and prodded extensively, it has been established that consumer was currently 8 weeks pregnant. It was not reported if essure micro-inserts were explanted. Consumer's outcome was not reported. She had the procedure with very little side effects or down time. She did a beta hcg 3 months later and was told everything looked good and she could stop taking her regular birth control. Fast forward to last month when she realized her period was late. After numerous tests and being poked and prodded extensively, it has been established that she is currently 8 weeks pregnant. Apparently, one of her inserts has disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: confirmation of tubes closed. Pregnancy test - on an unknown date: positive. Ultrasound scan vagina - on (B)(6) 2013: results: single live intrauterine pregnancy with an average ultrasound age of 6 weeks and one day, based on crown-rump length. This corresponds with lmp dating and with he prior ultrasound. Left peri-gestational bleed, mildly increased in size. Right ovarian 2.4 cm corpus luteum.; on (B)(6) 2013: results: unremarkable appearance of the gallbladder and the liver. The displaced essure coil was not visualized in the right upper quadrant of the abdomen or cul-de-sac.; on (B)(6) 2015: the displaced essure was not visualized in the right upper quadrant of the abdomen. Also targeted evaluation of the cul-de-sac demonstrates non- visualization of the echogenic linear structure to suggest displaced essure, however the evaluation is slightly challenging in this patient the gravid uterus. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: "device dislocation, pregnant with contraceptive device and hypertension ". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082825 on 23-may-2013. The most recent information was received on 23-may-2013. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of inserts disappeared (device dislocation)/migration') and pregnancy with contraceptive device ('pregnancy with contraceptive device/pregnancy') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hypertension and parity 2. Concomitant products included hydrochlorothiazide (hctz) and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion hospitalization). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and hypertension ("high risk pregnancy due to hypertension"). Essure treatment was not changed. At the time of the report, the device dislocation and hypertension outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for hypertension with essure. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: information transferred from duplicate case: (B)(4): essure insertion date: (B)(6) 2011. Serious injury criterion hospitalization and other serious (important medical event) and event date (B)(6) 2013 were reported, but not specified and/or assigned to one of the events. Had high risk pregnancy and to be induced 2 weeks early because of hypertension. On an unspecified date: after numerous tests and being poked and prodded extensively, it has been established that consumer was currently 8 weeks pregnant. It was not reported if essure micro-inserts were explanted. Consumer's outcome was not reported. She had the procedure with very little side effects or down time. She did a beta hcg 3 months later and was told everything looked good and she could stop taking her regular birth control. Fast forward to last month when she realized her period was late. After numerous tests and being poked and prodded extensively, it has been established that she is currently 8 weeks pregnant. Apparently, one of her inserts has disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in 2011: confirmation of tubes closed. Pregnancy test on an unknown date: positive. Ultrasound scan vagina on (B)(6) 2013: results: single live intrauterine pregnancy with an average ultrasound age of 6 weeks and one day, based on crown-rump length. This corresponds with lmp dating and with he prior ultrasound. Left peri-gestational bleed, mildly increased in size. Right ovarian 2.4 cm corpus luteum.; on (B)(6) 2013: results: unremarkable appearance of the gallbladder and the liver. The displaced essure coil was not visualized in the right upper quadrant of the abdomen or cul-de-sac.; on (B)(6)2015: the displaced essure was not visualized in the right upper quadrant of the abdomen. Also targeted evaluation of the cul-de-sac demonstrates non- visualization of the echogenic linear structure to suggest displaced essure, however the evaluation is slightly challenging in this patient the gravid uterus. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: "device dislocation, pregnant with contraceptive device and hypertension ". Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: information transferred from duplicate case: (B)(4). (Med watch 3500a MFR number: 2951250-2020-11991) source document, references, reporter and lawyer was added as reporter. Event "hypertension" was added. Pregnancy outcome, concomitant medications were updated. Seriousness criterion "hospitalization" was assigned to event "pregnant with contraceptive device" f/u 29jul2020: per medical record: this case was medically confirmed. Lab data was added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.